Event description:
The pt reported that he woke up during the night to check his blood glucose and he noticed that the tubing of his infusion set had completely separated from the luer lock connection. He stated that this has happened two other times. The pt reported that his blood glucose value was 199 mg/dl. The pt's normal range is 145 mg/dl. He stated that he took a 4 unit injection of insulin to reduce his blood glucose value. The pt reported that he changed his infusion set tubing and continued to use his infusion pump. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.